Event description:
It was reported by the customer that during a septoplastic procedure, the handpiece was leaking water. The handpiece leaked water at the connection point for the entire procedure. There were no reported changes to the procedure due to this event. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the tech was unable to duplicate the reported event. The handpiece is to be cleaned, lubed, adjusted and returned to the loaner pool.